Event description:
Report received from the USA stating that the device had a frayed cord. The device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
Reliability engineering evaluated the device, and the reported problem of "frayed cord" was confirmed. The cord has been pulled out of the strain relief of the foot pedal. This condition was likely caused by pulling the foot pedal by the cord instead of picking it up to move it, and is indicative of improper handling of the device. If additional information is received, a supplemental report will be sent. Reference: (B)(4).